Event description:
It was reported that the pump touchscreen timed off sooner than expected. Customer's blood glucose was not adversely impacted. Reportedly, customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.